Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient suffered a pericardial effusion approximately one week post-implant. The physician was able to resolve the effusion. No further patient complications were reported as a result of this event.